Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that the backcheck valve from the primary set was not working as during a secondary infusion the user noticed that the medication was going into the primary bag instead of the patient. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Results: ¿ no available code for inconclusive result. Conclusion: - no available code for undetermined or unknown cause. The customer¿s report of backflow past the back check valve was not confirmed. Visual inspection identified no anomalies. Functional testing was unable to replicate the backflow. The root cause of backflow past the back check valve was not identified.